Event description:
A pt's family member reported that pt's meter was giving a clean test area message. Pt did not experience any symptoms. After being walked through the cleaning procedure, the meter would not power on. The issue was not resolved. Pt's meter also allegedly had read inaccurately high. The result on pt's meter was 236 mg/dl. Pt did not receive any medical care/treatment beyond home. There was no comparison, no further info has been reported.